Event description:
It was reported the pt was unable to increase the amplitude of the stimulation due to auto-reducing. The sjm rep met with the pt for reprogramming and was able to provide partial coverage. It was reported 12 of the 16 contacts were invalid. F/u identified the pt once again lost stimulation coverage. It was reported the pt was weak and was enrolled in physiotherapy. The pt was to schedule an appointment with the physician regarding the change in stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.